Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received critical failure error. Customer's blood glucose value was 101 mg/dl. The customer was assisted with troubleshooting. The customer reporting insert battery alarm and had tried eight batteries already. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error / open book alarms noted.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error / open book alarms noted. No traces of moisture were found at electronic or motor assemblies per visual inspection.